Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility that the device was found to have a partially detached label during scan out. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.